Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The user facility reported an impella 5.5 pump was placed on a male patient after the coronary artery bypass graft. The patient pulled the pump out of the ventricle while pushing himself up in the bed. The three point fixation was in place and the yellow repo pin was not in position. The pump was removed and replaced with a new impella 5.5. The patient survived the procedure.

Manufacturer narrative:
The investigation of positioning issues has been completed. The impella device was not returned for evaluation. Clinical states that the pump was pulled out of the ventricle by the patient accidently while getting himself up on the bed. Pump was not returned. The root cause of the positioning issue was patient movement as the patient pulled the impella out of the ventricle while getting himself up.